Event description:
Customer contacted saalt on (B)(6) 2023 explaining that they were struggling to remove their saalt cup. Saalt sent removal information which is located in the IFU. The customer responded and said they chose to seek medical assistance to have their cup removed because they could not remove it on their own. Saalt followed up with questions about their experience including the type of cup they were using, how they tried to remove it, and information about their doctor's visit. No customer response, saalt made second gfe attempt to contact customer on (B)(6) 2023. Customer responded on (B)(6) 2023. This was the first time the customer had used a menstrual cup. Customer claimed they texted saalt for help and emailed saalt, they watched saalt videos, watched various youtube videos, and googled. Customer claims they panicked for many hours and sought medical attention. Cup had been inserted a total of 15 hours when it was removed. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.